Event description:
Reporter alleged the customer obtained an error on the aviva system and was unable to test. Reporter stated that some unknown time later within that same day, the customer became hypoglycemic and she had to force apple juice down his throat for treatment. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.